Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse communicated with the customer and the issue was resolved. The nurse had opened the fault, the device was not connected to electricity for a long time, so it was not switched on. After the fse talked to biomedical, they plugged the device into the socket and waited, and it was turned on. The fse did not intervene. The unit is back in clinical use. H3 other text : not returned to manufacturer